Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level displayed as ¿high¿ (value not provided) which resulted in loss of consciousness. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting down.